Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and triggered an out of range alert while the integrated bipolar readings were within normal range. Within the same month, the rv lead again measured high and out of range impedance but the bipolar impedance was stable and within range. No intervention was performed and the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).